Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement or another disk review was recommended within the next three months as the data analysis supported a minimum of 90 day replacement window. No resulting adverse patient effects have been reported and to date, no system intervention required. Subsequently, the device was explanted, replaced and returned for laboratory analysis. No procedural adverse patient effects were reported.